Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that the patient experienced multiple skin reactions. On (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s father stated that the patient broke out in rashes the same day that the sensor was inserted. Irritation was located on the upper buttocks around the sensor patch area. Sensor was removed on (B)(6) 2018 due to the irritation. Reportedly previous skin reactions occurred at other insertion sites on the abdomen, upper buttocks, and arm, however the exact number of sensors reactions occurred with was not provided. On (B)(6) 2018, a doctor prescribed a steroid treatment and hydrocortisone to treat the reaction. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.